Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
It has been reported that there is is to be revision due to loosening.

Event description:
It has been reported that there is to be revision due to loosening.

Manufacturer narrative:
An event regarding alleged loosening involving a patient specific smiles tkr was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was a smiles total knee replacement which was inserted on (B)(6) 2018. The CT scans provided, and the 3d reconstruction model show that the femoral components were loose and misaligned with the femoral bone. There were slight radiolucent lines around the tibial stem. The above observation has confirmed the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2018 with no reported discrepancies. Complaint history review: there have been no other events. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.